Event description:
A 24g l-cath was introduced with (p flash) wingtip introducer. The catheter with wire was passed through introducer without difficulty to 12-13 cm. The guide wire was pulled but with great difficulty (not the usual easy). Attempted to aspirate for blood - none obtained, attempted to reposition and even flush at 5-8 cm in; no flushing capable. Tried to manipulate without success (use wire to clear proximal site without success). Another set from same lot was used earlier with wire still in was tested. There was same difficulty in withdrawing wire and when pulled the silastic was "trumboning" and collapsing along with the yellow support. Assuming defect in production. Tested same lot cath with wire (same gauge) and had problem with withdrawing wire and "thromboning" of the silastic and yellow support. Assume this collapse sheared interior lumen causing obstruction and defect in l-cath.